Manufacturer narrative:
Vyaire medical file identification: (B)(4). Service was able to verify the reported problem. The vent was powered on and there was excessive nonstop flow output. Internal inspection revealed pinched wires, that was created from incorrect routing where the rear weldment closes on the manifold spacer, on the flow valve which is creating non-conformance. Internal inspection also reveals incorrect routing of the solenoid manifold tubing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top ventilator unit has high pressure failure alarm and the unit wold intermittently reboot. The reporter confirmed that there is no patient involvement associated on this event.